Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2019. The customer¿s blood glucose level was 650 mg/dl at the time of hospitalized. The customer declined troubleshooting for high blood glucose value. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not reported any symptoms and treatments related to high blood glucose level. Customer was unable to complete carelink upload the insulin pump will be returned for analysis.